Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 63-year-old male patient underwent an afib ¿ paroxysmal ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (CT) requiring a pericardiocentesis. It was reported by the biosense webster inc. (Bwi) representative that the patient suffered a cardiac perforation. At the end of the case, ablation has been completed, the soundstar catheter was used to check the heart, and a pericardial effusion (pe) was noted. The effusion was discovered/noticed via intracardiac echocardiography (ice) imaging. There was no evidence of any effusion present before the procedure. After observing the effusion for a little while, the patient's blood pressure dropped, and the physician decided to perform a pericardiocentesis. They do not know how much fluid has been removed at this time. Patient was hemodynamically stable at the time of the call and in sinus rhythm. The adverse event was discovered post ablation. No opinion shared by the physician on the cause of the adverse event. The bwi representative stated that it was a perforation (bwi representative¿s opinion). The outcome of the adverse event was unknown. Baylis standard curve was used for the transseptal puncture. Ablation was performed prior to noting the pe or CT. The flow setting for the irrigated catheter used as per the instructions for use (IFU). No error messages were observed on the biosense webster equipment during the procedure. There was evidence of steam pop in the form of several temperature spikes noted by the smartablate generator. Correct catheter settings were selected. There were no force visualization tools as they were using a rmt catheter. Visitag were on and set to display burn time in a 3mm stability range and were respiratory gated. They were displayed as time burned. As of (B)(6) 2022, the physician predicted that they had a steam pop that caused the perforation. They burned at 50w the entire case. The temp spikes occurred several times. Once they checked the catheter to make sure it was free of char and then continued. They were burning on power control mode at 50w, so this error is not uncommon for them. They were not sure what the impedance was at this time but were averaging 100-130 ohms during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device evaluation was completed on 13-jan-2023. It was reported that a 63-year-old male patient underwent an afib ¿ paroxysmal ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (CT) requiring a pericardiocentesis. Device evaluation details: the navistar rmt thermocool product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The temperature test was performed, and no issue was observed. In addition, the product was irrigated correctly. A manufacturing record evaluation was performed for the finished device 30876391m number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).